Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (duration not reported) for the infection. The report is submitted on august 29, 2021.

Manufacturer narrative:
This report is submitted on july 16, 2021.

Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was treated (date, type and duration not reported) for the infection. The implanted device remains.